Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (bowel ischemia), (cause of the bowel ischemia is unknown. The possible relationship of the patient's death to the device or procedure is un known). Conclusion: (cause of the bowel ischemia is unknown. The possible relationship of the patient's death to the device or procedure is unknown).

Event description:
An endurant stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as there was moderate calcification and vessel mild tortuosity thoughout the vessels. The stent grafts were implanted without issue. It was reported that the patient presented approximately 2 weeks post index procedure not feeling well. A CT revealed that the patient had a dead bowel. The physician stated he spoke with the family regarding the issue and there were not options for treatment and the patient expired.